Manufacturer narrative:
(B)(4). The complainant indicated that the device is in pending service and not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 24, 2021 that an auriga 3020 console was used in a procedure performed on (B)(6) 2021. During preparation, the physician found that the bulb was damaged. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.